Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) defbrillation lead revealed high thresholds, noise and a rise in pacing and shock impedances. The decision was made to reprogram the device to monitor therapy only. No adverse patient effects reported.

Manufacturer narrative:
The rv lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Electrical testing confirmed fractures in the rate/sense and the distal high voltage conductors. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib (cfr) region. Clavicle-first rib damage is listed as a potential complication in the labeling of all pacing and defibrillation systems. Patient anatomy and implant technique (which is often dictated by patient anatomy), combine to make cfr entrapment a real possibility for a transvenous approach to lead implantation. Laboratory analysis determined the threshold, noise, and out-of-range impedance issues that were observed clinically were due to a lead fracture. The damage was likely caused by lead entrapment in the clavicle-first rib (cfr) region.

Event description:
Additional information was received on (B)(6) 2011. The right ventricular lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.